Manufacturer narrative:
Additional MFR narrative: device evaluation: the pump has been returned and evaluated by product analysis on 10/24/2015 with the following findings: on investigation, the pump powered up to the verify screen with a pinkish contrast. A battery compartment crack was found above the grip pad. The bolus button cover was missing from the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored and the battery compartment was cracked. This report is made based on the results of investigation completed on 10/24/2015.